Manufacturer narrative:
Updated fields:  d4, d9, g3, g6, h2, h3, h4, h6, h10. The valve was returned for evaluation. Device history record (DHR) - the product code 823162 with lot 3334632 conformed to the specifications when released to stock. Failure analysis - the valve was visually inspected; a small cut/tear was noted in the silicone housing over the siphon guard as well as needle holes in the needle chamber. The position of the cam when valve was received was 130mmh2o. The valve was hydrated. The valve was leak tested and only leaked from the needle hole in the needle chamber. The valve passed the test for programming, occlusion, reflux, siphon guard and pressure. No root cause could be determined as the technician could not confirm any functional problem with the valve at the time of investigation. The possible root cause for the issue reported by the customer, could be due to biological debris and protein build up interfering with the valve mechanism, at the time of investigation no occlusion issues were noted. The root cause for the small cut/tear in the silicone housing over the siphon guard is probably due to a sharp or pointed object coming into contact with the silicone housing. As noted in the IFU silicone has a low tear/cut resistance. No leakage was noted from the small cut/tear in the silicone housing over the siphon guard at the time of investigation.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
1 of 2 reports. Same procedure, different products. Other mfg report number: 3013886523-2021-00131. A facility reported a blocked/occluded shunt valve. A hakim valve was implanted in a patient on (B)(6) 2021; the test result for the cerebral spinal fluid before the procedure was protein 0.51, glucose 5.0, and chloride 112.9. On (B)(6) 2021, the physician found that it was hard to press the needle chamber of the catheter and he suspected that the catheter was occluded. The patient was brought to the operating room on the same day, (B)(6) 2021; the test result for the cerebral spinal fluid during the procedure was protein 0.54, glucose 4.2, and chloride 111.3. The patient was planned to be implanted with a codman hakim in-line programmable valve with siphon guard (lot:3214676) on (B)(6) 2021, while the nurse found that the package of the codman hakim in-line programmable valve with siphon guard was damaged. Therefore, the physician stopped implanting the valve and changed to a new codman hakim in-line programmable valve with siphon guard into the patient to finish the procedure. There was a 15-minute delay in the surgery with no adverse consequences. It was reported the patient was in stable condition.